Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, when performing the sphincterotomy the cutting wire broke off. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another jagtome revolution rx. There were no patient complications reported as a result of this event.